Event description:
The customer contacted stryker to report that their device would perform a warm boot-up without enough battery power available. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue by analyzing the downloaded electronic device records. The reported issue was unable to be duplicated. No repairs have been performed and after proper device operation was observed through functional and performance testing, the device was returned to the customer.

Event description:
The customer contacted stryker to report that their device would perform a warm boot-up without enough battery power available. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
The cause of the reported issue could not be conclusively determined. Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Corrected data: section a2, age at time of event and age units (patient), of the initial medwatch report # 0003015876-2022-02556 indicates: blank. Section a2, age at time of event and age units (patient), of the initial medwatch report # 0003015876-2022-02556 should indicate: 86 years. Section a3, gender, of the initial medwatch report # 0003015876-2022-02556 indicates: blank. Section a3, gender, of the initial medwatch report # 0003015876-2022-02556 should indicate: f.